Manufacturer narrative:
(B)(4). An actual sample was evaluated by baxter. The reported condition was confirmed. All sets are checked for 100% clear passage and pressure tested at 8 psi as part of the manufacturing process, and the filter is tested previous to assembly in the set. The root cause could not be determined. This device is single use and will be discarded. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter's quality engineer from (B)(4) reported an extension set that failed a pressure test at 8psi due to a leakage at the air filter. This reported condition occurred during service. There was no patient injury or medical intervention reported. No additional information is available.